Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v394050, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient was in the hospital with renal failure and wanted their device turned off. It was later reported it was unknown if the patient was brought to the hospital because of an unrelated cause. It was stated the patient had a catheter in and they wanted the patient¿s urine to flow. It was noted the patient was admitted two days ago and they were in renal insufficiency.